Event description:
Reportable based on analysis completed on 12/09/2009. It was reported that during a percutaneous coronary intervention treatment procedure, lesion crossing difficulties occurred. The physician was treating a 99% stenosed lesion located in the severely tortuous distal right coronary artery (rca). This 3.00x32mm veriflex stent delivery system (sds) was unable to cross the lesion. The procedure was completed with another veriflex stent. There were no reported pt complications. The pt status is listed as "good". However, returned product analysis revealed stent damage.

Manufacturer narrative:
The complaint device was returned for analysis. A visual examination found struts lifted and bent back distally on the proximal edge of the stent. No other damage was noted with the device. There were no kinks noted along the entire length of the shaft. No issues were noted with the profile of the tip section or the mid to distal sections of the crimped stent. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).